Manufacturer narrative:
Updated fields - b4, d9 device available for eval and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5. The product was returned with the membrane unfolded and blood was observed on the exterior of the iab. One kink was found on the catheter tubing approximately 76.2cm from the iab tip. Additionally, a bent in the inner lumen and catheter tubing approximately 63.5cm from the iab tip. The guidewire was also returned with multiple kinks and was able to be removed but restriction was felt due the kinks. A laboratory guidewire insertion test was able to be performed, and the insertion was successful, and no restriction was felt. The catheter tubing was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are able to confirm the reported failure. The kinks observed on the guidewire might have contributed to the difficult of inserting the iab into the patient. The lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that an issue with intra-aortic balloon that the patient's blood vessels were very tortuous and the catheter could not be inserted. Patient was not involved. No harm.

Event description:
It was reported that an issue with intra-aortic balloon that the patient's blood vessels were very tortuous and the catheter could not be inserted. No harm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).